Manufacturer narrative:
H.6. Reason code for no evaluation: other. H.6. If other specify: see section h.10.

Event description:
Material no.: 328510. Batch no.: 6242636. It was reported that during use of the relion® insulin syringe the consumer found that more than one syringe with slanted stoppers. The following information was provided by the initial reporter: the consumer found more than 1 syringe with slanted stoppers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #6242636. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 328510, batch no.: 6242636. It was reported that during use of the relion® insulin syringe the consumer found that more than one syringe with slanted stoppers. The following information was provided by the initial reporter: the consumer found more than 1 syringe with slanted stoppers.